Event description:
The end user reported the safety bail on the stretcher is bent and is not catching the safety hook when unloading. There were no reports of injury or adverse events associated with the reported issue. Confirmation of the reported issue was verified via conversation between the end user and manufacturer's technical support team. It was not reported when or what caused the bend. Replacement parts were sent to the customer for repair of the bent safety bar.